Event description:
It was reported that when using the bd pyxis¿ es server, all stations were not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were not communicating, and interface was down. The technical support specialist (tss) dialed into server, ran downtime and critical override queries in sql server management studio (ssms), and verified device communication via patient encounter system (pes) with no connectivity issues. Found several stations manually set to critical override by user ID ctaormina. Attempted to contact customer without success, then reached the hospital pharmacy and spoke with registered pharmacist and reported ongoing issues with new patients not crossing over, though orders were crossing. Verified that the patient mrn provided was admitted in ER but had moved to medsurge and confirmed no issues on es or interface servers. The registered pharmacist suspected the problem originated from epic and had already opened a ticket. Later, customer request a port change from epic to the interface, and a separate ticket was created. Customer later confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.